Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 14. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.